Event description:
A surgeon reported poor probe cutting action noted during a procedure. The issue was resolved by replacing the product with another. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).